Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not prompting to pull. A technical support specialist dialed into the server and checked the order identity, which showed a status of unknown, reviewed multi-component items and connected to the server, found that the order and message details in structured query language (sql) from the previous case owner. The tss did not identify any issues with the order, ran an all-device events report to determine what occurred when the order was removed and noted that there were no order numbers, confirmed that the station was non-profile. Recommended using kits to address the issue and ensure proper functionality. The customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cefazolin medication orders, the system only prompted the nurse to pull the vial. The mini bag then had to be manually retrieved to administer the medication. The customer confirmed the need for the order to prompt the pulling of both the vial and the mini bag. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.